Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right popliteal artery. The 300cm pt² guide wire was advanced to the lesion; however, the distal portion of the wire broke and was successfully retrieved with a snare. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The wire has an kinked and the section distal end was received separated of the wire, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned fractured in two sections and presented: the part #1 (proximal section) presented the body kinked at 70.0cm approximately from the proximal end; and the part #2 (distal section) presented the distal tip kinked. All the outer diameter (od) taken were compared taken met specification. Part #1 (proximal section) overall length: 261.5cm approximately. Part #2 (distal section) overall length: 37.5cm approximately. The returned device was sent for external analysis to determine the fracture failure mode. The lab returned the following results: failure on both samples occurred due to a bending/tension overload. Both failures sites exhibited same failure mode with corresponding characteristics suggesting a match between them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right popliteal artery. The 300cm pt²¿ guide wire was advanced to the lesion; however, the distal portion of the wire broke and was successfully retrieved with a snare. No patient complications were reported and the patient's status was fine.